Manufacturer narrative:
(B)(6). Lot 16e012 was manufactured may 5, 2016 ¿ may 6, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor still contained about a third of the dose after 46 hours of infusion. The fill volume of the device was 130 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.